Event description:
Customer reportedly received the following results on mobile system 1/mobile system 2 within 10 minutes: (B)(6) hi (greater than 33.3 mmol/l) and 24 mmol/l (B)(6) 7.0 mmol/l and 7.1 mmol/l no actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1 (lot number 278246, expiration date 12/31/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.